Manufacturer narrative:
(B)(4). Additional information/corrected information: device discarded. Photographic analysis: images show a piece of tissue, with a staple line, malformed staples can be appreciated. Based on the images alone the event describe is confirmed.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported by the sales rep that during a lobectomy, the deployed staples were unformed at the 7th firing on bronchial tube. The bronchial tube was recut properly with the same device loading green cartridge. Prior to the event, some deployed staples between lobes were also found unformed. There were no adverse consequences to the patient.